Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the receiver was displaying high all day. The patient ended up going to the hospital because they were in diabetic ketoacidosis and were throwing up. They stated that when they got to the hospital, the hospital¿s bg meter was reading 954 mg/dl and at that time, the receiver was displaying 393 mg/dl. The patient was admitted to the hospital where they were treated with intravenous (IV) therapy and was released on (B)(6) 2019. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.